Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor revised a head and liner due to dislocation. He replaced components with a e mdm liner, a v-40 universal +0 sleeve adaptor and a 28 biolox ceramic head.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding dislocation involving an unknown liner was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned.

Event description:
Doctor revised a head and liner due to dislocation. He replaced components with a e mdm liner, a v-40 universal +0 sleeve adaptor and a 28 biolox ceramic head.